Manufacturer narrative:
Concomitant medical products: 4965-35 lead; t510c27 tissue valve, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high impedance and intermittent capture at high output and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.